Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during an attempt to reposition, the helix would not extend. Stylet was unable to inserted completely. Capture anomaly and high pacing threshold were noted. The lead was explanted and replaced.